Manufacturer narrative:
Per tandem's t:slim user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing intermittent high blood glucose (bg) levels (low 400s mg/dl at its highest) and a correction bolus via the pump was delivered to address the high bg. The customer reported that the high bg was due to either overcorrecting or due to underestimating the amount of carbohydrates consumed during a bolus delivery. As the events had occurred in the past, tandem technical support advised the customer to discuss the events with a healthcare provider.